Manufacturer narrative:
E1. Reporter name and address. (B)(6). H11. Additional manufacturer narrative: the device was not returned for evaluation, as it was contaminated with an infectious disease (hepatitis b). Three images provided by the customer were reviewed. Customer report of central regurgitation was unable to be confirmed as per provided images. First image showed a shelf box from reported model and serial number. Second and third image showed the outflow of an explanted valve and the inflow of a valve during implant. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from vietnam that a valve model 7300tfx27 implanted in the mitral position was explanted at implant due to severe central regurgitation observed in the tee post-surgery prior protamine administration. During procedure, full sternotomy was performed, and interrupted sutures with pledgets were used. The tricentrix holder was used according to instructions for use (IFU) and suture loop was not suspected. Decision was made to replace the valve before administering protamine. Another bioprosthesis was implanted in replacement. As reported, this second valve, also exhibited moderate to severe central regurgitation intraoperatively, but decision was made to terminate the procedure as it was not feasible to prolong the surgical time for another valve replacement. The patient was transferred to the ICU, successfully extubated, and was being treated for heart failure. Reportedly, the patient developed postoperative heart failure due to prolonged cardioplegia and extended cardiopulmonary bypass time. A follow-up echocardiogram in the ICU showed only mild regurgitation. Per response received, this complication worsened the patient's condition and prolonged the hospital stay. The device was examined prior to use and the valve structure was completely normal and symmetrical, and the leaflets were smooth without any wrinkling. Additionally, the valve leaflets had normal structure after explant.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common causes of regurgitation during device implantation include: device distortion occurring before or during implant; device interaction with patient anatomy or other devices; leaflet damage occurring before or during implant and incorrectly sized valve seated. The above factors may occur during the procedure due to patient anatomical factors and/or other procedural difficulties even if the device is used within specification and within acceptable medical practice. Although it is uncommon, the procedural factors listed above may be the result of use of the device not in accordance with the IFU either inadvertently or intentionally. It is possible that distortion of the valve frame or damage to the leaflets incurred during the manufacturing process may result in regurgitation if undetected during device preparation. Visually apparent valve or leaflet anomalies are typically detected prior to implantation, resulting in device exchange. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.